Event description:
Complainant alleged that during biomed testing the device powered on without display and intermittently displayed horizontal lines. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.